Event description:
As reported, upon opening a case box of bard/davol optifix at on (B)(6) 2022, one of the unit¿s exterior boxes was noted damaged and the internal sterile package was damaged as well. As reported, a small pin hole like damage was noted in that packaging. There was no reported patient involvement.

Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation of the subject device returned, and the photo provided confirmed that the product carton is damaged. The product carton is torn and crushed in the corner which has exposed the inner sterile foil pouch. Damage to the product carton is the result of an outside force pushing the corner inward. Testing was performed on the sterile foil pouch and found that there was no pinhole present in the foil pouch as reported. The damage to the product carton resulted in creasing and dents presenting in the foil pouch. Based on the sample evaluation and investigation performed, the reported event of a sterile barrier breach was unconfirmed. The product is found to have been damaged in transit. Review of manufacturing records was performed with no anomalies noted and with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2022. Sample evaluated.

Event description:
As reported, upon opening a case box of bard/davol optifix at on (B)(6) 2022, one of the unit¿s exterior boxes was noted damaged and the internal sterile package was damaged as well. As reported, a small pin hole like damage was noted in that packaging. There was no reported patient involvement.

Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation of the subject device returned, and the photo provided confirmed that the product carton is damaged. The product carton is torn and crushed in the corner which has exposed the inner sterile foil pouch. Damage to the product carton is the result of an outside force pushing the corner inward. Testing was performed on the sterile foil pouch and found that there was no pinhole present in the foil pouch as reported. The damage to the product carton resulted in creasing and dents presenting in the foil pouch. Based on the sample evaluation and investigation performed, the reported event of a sterile barrier breach was unconfirmed. The product is found to have been damaged in transit. Review of manufacturing records was performed with no anomalies noted and with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2022. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental emdr is submitted to correct the imdrf annex g component code. Corrected field: h6 (imdrf annex g component code). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.